Event description:
It was reported that the user experienced recurrent low glucose episodes overnight and between meals while using the ilet, with concern that the pump was delivering excessive insulin. Review of device reports indicated the user was announcing primarily "less than usual" meals, indicating incorrect meal size selection. Symptoms included hypoglycemia with a nadir of 51 mg/dl and a seizure that did not require medical intervention. Outcomes included transient medical impact without hospitalization. Investigation included review of uploaded reports and live troubleshooting with education, and the user was transferred for further technical assessment to consider a factory reset. Investigation of this case revealed that incorrect meal size announcements likely led the system to dose insulin based on incomplete carbohydrate information, contributing to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related use patterns were the most probable cause.